Manufacturer narrative:
Continuation of medical devices: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported there was a settings not available message on the controller. The patient reported that she was trying to increase stimulation above 7.4 and got the settings not available screen. The patient reported that on (B)(6) 2018 a manufacturer¿s representative (rep) switched the patient to group b because she was unable to increase the settings above 7.4 on group a. The patient reported that she saw the settings not available screen and called the rep. The rep suggested that the patient take the battery out and put it back in. The patient reported that this resolved the issue. The patient reported that she was getting the settings not available message when trying to increase above 7.4 on the day of the report. The patient reported that she needed stimulation over 7.4 to relief pain. Additional information was received from a rep. The rep reported that the patient called stating that she was able to increase the intensity of her program and getting a message on her controller ¿can¿t deliver desired intensity settings.¿ the rep reported that they tried reprogramming the patient¿s device with the clinician tablet and was getting the out of regulation (oor) message even after increasing the pulse width and adding electrodes. The rep reported that they checked impedances several times and the readings were constantly changing with each check. The rep reported that at one pint it said ¿do not use¿ contact 11. Then after checking again after reprogramming and still getting the oor alert, it said that there were 3 different contacts to avoid using (orange color). The rep reported that after about an hour of trying different electrode configurations, perception was achieved but the charging interval was 0.7 days. The rep reported that the patient was notified of this and wasn¿t happy about it but willing to do this if it would allow her to increase the voltage. The patient later called the rep back and was still seeing the ¿can¿t deliver desired intensity settings¿ message. The rep reported that the patient¿s pain was under control and would just leave the programming without turning up the intensity. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause is unknown. Attempted to program the patient system without success. The orange contact has not been resolved. Information has been confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's lead was replaced to remedy the impedance issue. The were no immediate post-op complications. The old lead was tested in saline and it still showed normal impedances on 0-7 but open circuits on 8-15. The 8-15 lead body appeared to be deformed at two points. The lead was returned for analysis. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017. Product type lead . Analysis of the lead serial#(B)(4) found that the conductors were broken within 1.5 cm of the anchor site. Conclusion code, method code, and result code no longer apply. If information is provided in the future, a supplemental report will be issued.